Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in an unknown endovascular procedure on an unknown date it was reported that during the index procedure, the physician said the guide catheter was taking in air between preloading and deploying the endoanchors. When the catheter was taken out of the applier, an air bubble was observed. The air was aspirated to resolve this. As per the physician the cause of the event was product related. No additional clinical sequelae were provided and the patient is fine.